Event description:
It was reported that on unknown date, the surgeon had a revised a failed fibulink with a arthrex tightrope. The surgeon had a difficult time removing the device, however the surgery was completed successfully. Clinical outcome experienced by the patient was loss of reduction. This report involves one (1) fibulink(r) syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.